Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing due to ra sensitivity and small atrial fibrillation (af) waves. This occurred post cardioversion procedure. Technical services (ts) discussed programming optimizing of the ra settings. This ra lead remains in service. No adverse patient effects were reported.